Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The device was being used for the second fire of the stomach from the pylorus. The stapler was able to fire but there was poor staple formation. The reload advanced slowly in which sounds denoting a ratcheting of the stapler. In order to resolve the issue and complete the case, sprayed a hemostatic sealer (episeal) on the tissue. Clips had to be used along the staple line to control the bleeding. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.